Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set had a blockage at the site. Patient noted that the infusion set was used for four days. The infusion set was used to infuse novolog insulin. Patient heard the occlusion alarm, and disconnected tubing from the site, tightened the luer lock, prime for an gaps of air in tubing, hold the tubing so that it is pointing down toward the ground, and deliver a 5-unit prime (via the fill tubing feature). Drops of insulin were visible, so the patient performed the "bendy straw test". The cannula bent when performing the bendy straw test. Patient's blood glucose readings were 500-700 at the time of the event. Patient did not test for ketones. After changing out the supplies, the patient's blood glucose levels came down to his target range. No permanent injury was reported. See MFR: 301307300-2017-00874.